Event description:
Complainant alleged that during a routine shift check by a clinician the device delayed 2 seconds before discharging and did not give a "test ok" message. The complainant's biomedical dept performed self test and device displayed error message code "error 70". They repeated the test again and could not duplicate the malfunction. The complainant also added that if the right paddle is pressed into the test well a "test fail" is sometimes given. The complainant indicated that there was no pt involvement in the reported failure.